Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame january 1, 2017 through february 28, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
Exemption e2013025 the total number of events for product classification code oto is 32. Qty 19- alyte y-mesh graft, sterile qty 13- alyte y-mesh graft, sterile (5-pack) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
March 2017 asr